Event description:
The customer reported that there is no audio coming from the speaker. There was no reported pt injury associated with this event. A f/u report will be submitted when the investigation is complete.